Manufacturer narrative:
Serial number is unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an out of box failure on a v60 battery. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s sales personnel confirmed the reported issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The q6 shorted and f1 fuse open created the battery failure. The battery will be further investigated